Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5350706 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5350706 was manufactured according to the work instruction (wi) version 69, packaged in the multivac 12, on 02/may/2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which thepatient is unable to self-manage requiringintervention by an health care professional (hcp) or requires emergencyadvanced life support to prevent permanentorgan damage and lot 5350706 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that the patient faced an event of diabetic ketoacidosis and hyperglycemia. The blood glucose level of the patient was 26 mmol/l and ketones were more than 1.5 mmol/l. Therefore, the patient was hospitalized on (B)(6) 2025 for less than twenty-four hours. During hospitalization, the patient received insulin intravenously as corrective treatment which resolved the issue. No further information available.